Manufacturer narrative:
Manufacturing review: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed this is the only complaint associated with this lot number. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the actual sample was not returned for evaluation. It is known that the access site was bleeding due to reocclusion of the target lesion. A fistulogram and an angioplasty procedure were performed, which improved the blood flow. The procedures were deemed successful. The investigator assessed the event was possibly related to the study device, but not related to the procedure. Label review: based on the instructions for use (IFU), the occurrence of a reocclusion event or a hematoma are inherent risks of any pta procedure, and have been reported in clinical trials of drug coated balloons.

Event description:
It was reported through a clinical registry that during the index procedure a lutonix drug coated balloon (dcb) catheter was used to treat the patients av fistula. Approximately 107 days post index procedure, it was reported that the access site was bleeding due to reocclusion of the target lesion. A fistulogram and an angioplasty procedure were performed, which improved the blood flow. The outcome of the event was successful and the patient has recovered. The investigator assessed the event was possibly related to the study device, but not related to the procedure.

Manufacturer narrative:
H10: manufacturing review: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed this is the only complaint associated with this lot number. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the actual sample was not returned for evaluation. It is known that the access site was bleeding due to reocclusion of the target lesion. A fistulagram and an angioplasty procedure were performed, which improved the blood flow. The procedures were deemed successful. The investigator assessed the event was possibly related to the study device, but not related to the procedure. Label review: based on the instructions for use (IFU), the occurrence of a reocclusion event or a hematoma are inherent risks of any pta procedure, and have been reported in clinical trials of drug coated balloons. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through a clinical registry that during the index procedure a lutonix drug coated balloon (dcb) catheter was used to treat the patients av fistula. Approximately 107 days post index procedure , it was reported that the access site was bleeding due to reocclusion of the target lesion. A fistulagram and an angioplasty were performed, which improved the blood flow. The outcome of the event was resolved and the patient has recovered. The site determined the relationship to the device was possibly related and the relationship to the procedure was not related. New information: it was reported through a clinical registry that during the index procedure a lutonix drug coated balloon (dcb) catheter was used to treat the patients av fistula. Approximately 107 days post index procedure , it was reported that the access site was bleeding due to reocclusion of the target lesion. A fistulagram and an angioplasty were performed, which improved the blood flow. The outcome of the event was resolved and the patient has recovered. The site determined the relationship to the device was possibly related and the relationship to the procedure was definitely related. New information: it was reported that post 7 months index procedure, stenosis was identified in the venous limb. Re-intervention was performed successfully using a pta and ltx balloon in the moderate length segment of the recurrent venous outflow stenosis. The site determined the relationship to the device and procedure was not related and the relationship to the av access circuit was definitely related.

Event description:
It was reported through a clinical registry that during the index procedure a lutonix drug coated balloon (dcb) catheter was used to treat the patients av fistula. Approximately 107 days post index procedure , it was reported that the access site was bleeding due to reocclusion of the target lesion. A fistulagram and an angioplasty were performed, which improved the blood flow. The outcome of the event was resolved and the patient has recovered. The site determined the relationship to the device was possibly related and the relationship to the procedure was not related. New information: it was reported through a clinical registry that during the index procedure a lutonix drug coated balloon (dcb) catheter was used to treat the patients av fistula. Approximately 107 days post index procedure , it was reported that the access site was bleeding due to reocclusion of the target lesion. A fistulagram and an angioplasty were performed, which improved the blood flow. The outcome of the event was resolved and the patient has recovered. The site determined the relationship to the device was possibly related and the relationship to the procedure was definitely related. New information: it was reported that post 7 months post index procedure, reocclusion was identified in the venous outflow. A reintervention involving a pta balloon and ltx balloon was performed and it was deemed successful. The site determined the relationship to the device and procedure was not related and the relationship to the av access circuit was definitely related. No further adverse patient outcomes were reported. New information: it was reported that post 13 months post index procedure, reocclusion was identified in two locations of the venous outflow. A reintervention involving angioplasty and deployment of a stent was performed and it was deemed successful. The site determined the relationship to the device was possibly related to the first reocclusion event, but not either of the last two reocclusion events. No further adverse patient outcomes were reported.

Manufacturer narrative:
H10: manufacturing review: a DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: inconclusive. The sample was not returned by the facility for further evaluation. Past medical history includes the following: type 2 diabetes, dyslipidemia, hypertension, former smoker, congestive heart failure, cad, mi on (B)(6) 2017, esrd. It was reported approximately 107 days post index procedure, it was reported that the access site was bleeding due to reocclusion of the target lesion. A fistulagram and an angioplasty procedure were performed, which improved the blood flow. The procedures were deemed successful. Approximately 7 months post index procedure, reocclusion was identified in the venous outflow. A reintervention involving a pta balloon and ltx balloon was performed and it was deemed successful. Approximately 13 months post index procedure, reocclusion was identified in two locations of the venous outflow. A reintervention involving angioplasty and deployment of a stent was performed and it was deemed successful. The site determined the relationship to the device was possibly related to the first reocclusion event, but not either of the last two reocclusion events. No further adverse patient outcomes were reported. Label review: based on the instructions for use (IFU), the occurrence of a reocclusion event or a hematoma are inherent risks of any pta procedure, and have been reported in clinical trials of drug coated balloons. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through a clinical registry that during the index procedure a lutonix drug coated balloon (dcb) catheter was used to treat the patients av fistula. Approximately 107 days post index procedure , it was reported that the access site was bleeding due to reocclusion of the target lesion. A fistulagram and an angioplasty were performed, which improved the blood flow. The outcome of the event was resolved and the patient has recovered. The site determined the relationship to the device was possibly related and the relationship to the procedure was not related. New information: it was reported through a clinical registry that during the index procedure a lutonix drug coated balloon (dcb) catheter was used to treat the patients av fistula. Approximately 107 days post index procedure , it was reported that the access site was bleeding due to reocclusion of the target lesion. A fistulagram and an angioplasty were performed, which improved the blood flow. The outcome of the event was resolved and the patient has recovered. The site determined the relationship to the device was possibly related and the relationship to the procedure was definitely related.

Manufacturer narrative:
H10: manufacturing review: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed this is the only complaint associated with this lot number. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the actual sample was not returned for evaluation. It is known that the access site was bleeding due to reocclusion of the target lesion. A fistulagram and an angioplasty procedure were performed, which improved the blood flow. The procedures were deemed successful. The investigator assessed the event was possibly related to the study device, but not related to the procedure. Label review: based on the instructions for use (IFU), the occurrence of a reocclusion event or a hematoma are inherent risks of any pta procedure, and have been reported in clinical trials of drug coated balloons. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.